Manufacturer narrative:
The customer's report of "sparking" was observed during device evaluation. An internal inspection found burn evidence on the analog board. The analog board was replaced and deemed unrepairable. The customer's report of "defib fault/disabled" messages was observed and attributted to a transistor located on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. The device logs and the multifunction cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), sparks were emitted from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device displayed "defib fault 72" and "defib disabled" messages.